Manufacturer narrative:
Submit date: 11/26/2014. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a dialysis catheter. The customer states there was a leak at the arterial branch of the cvc. A stream of blood appeared during arterial branch irrigation close to the white sheath at the beginning of hemodialysis treatment. During careful handling, the red coil (arterial) almost completely exited the transparent hose covered with a white sheath. Arterial line was clamped. Removal of cvc on (B)(6), 2014 and replaced same day. Catheter was originally installed on (B)(6), 2012. No patient injury.

Manufacturer narrative:
The device history record (DHR) was reviewed and no deviations related to this failure mode were found. There are no non-conformances related to the reported issue. The product sample consisted of one assembled catheter 14.5 fr maxid with sideholes. After a visual inspection, a red adult adapter was found detached from the arterial extension of the catheter. During dimensional testing, the arterial adapter was found within specifications and the arterial extension internal diameter was found out of specifications. Two photos were also evaluated. In one photo, the extensions and both adapters of the catheter can be seen. The arterial adapter was detached from the extension. The second photo contained the extensions and both adapters of the catheter. The arterial adapter is partially detached from the extension. As per the instructions for use, it is necessary to perform a visual inspection before using the device. Do not use the catheter if it appears damaged or defective. The catheter tubing can tear when subjected to excessive force or rough edges. Inspect the catheter frequently for nicks, scrapes or cuts which could impair its performance. Attempts to clean or sterilize this device may result in bio-incompatibility, infection or product failure risks to the patient. The device was in place for 2 years and 9 months.conditions such as exposure to chemical agents, heat sources or manipulation may cause the issue reported. No additional actions are required. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent non-conforming product from leaving the manufacturing operations. As per procedure, manufacturing performs 100% extension visual inspection and 100% leak testing respectively during production, which would identify this issue in the catheter assembly. A corrective action is not warranted at this time. This complaint will be used for tracking and trending purposes.